Event description:
It was reported that the customer was hospitalized due to high blood glucose and dka. Caller stated that the customer is (B)(6). Caller stated that at the school nobody was checking customer blood glucose reading to administrate bolus. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.